Event description:
The account alleged the head section is drifting down slowly. No pt impact.

Manufacturer narrative:
The account checked the bed and found that the bed was functioning as designed and could not duplicate the issue, no repair needed.